Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-13. H.6. Investigation summary: bd received 10 samples from the customer in support of this complaint. The 10 sample tubes were functionally tested and there we no issues related to underfill that were observed as all tubes were within specification limits. Additionally, 10 production lot in-house retention tubes samples were functionally tested and all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. Bd was unable to determine a root cause of the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "some tubes are losing their vacuum for cat #367960, lot # 2109107."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "some tubes are losing their vacuum for cat #367960, lot # 2109107."